Event description:
The customer reported that the pump declared an alarm while in use, which did not cause the blood glucose level to exceed 500 mg/dl. Despite attempts to load a new cartridge, the issue with the alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump, and the customer agreed to use multiple daily injections as backup therapy. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, which was understood and acknowledged.